Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge broke during handling when the surgeon pushed the preloaded monofocal intraocular lens for the hydration. The lens also broke in the cartridge. There was no contact between simplicity and the patient. Directions of use were followed and patient was fully recovered. No further information was provided.